Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced an occlusion alert while using a steel infusion set and reported elevated blood glucose readings, expressing concern that insulin delivery was not occurring. The patient restarted the device but continued to observe high glucose levels. Support advised that a complete supply change was needed and provided step-by-step guidance for replacing the infusion set and cartridge, including removal of the existing infusion components, rewinding the device, installing a new cartridge and infusion set, filling the tubing and cannula, and resuming therapy. A follow-up attempt was made to confirm improvement, and the patient later reported that blood glucose levels had returned to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.